Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire broke. No part of the cutting wire detached and fell into the patient. The device was not energized prior to bowing and when not in contact with the tissue. Also, the device was not energized when the exposed cutting wire had fully exited the endoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken near the proximal pierced hole. Additionally, the working length was twisted at the distal section. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the cutting wire. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused due to manipulation of the device during procedure or if the maximum voltage was exceeded. Moreover, the working length could twist if multiple attempts were made to rotate the device for a correct positioning of the device to cut the papilla. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire broke. No part of the cutting wire detached and fell into the patient. The device was not energized prior to bowing and when not in contact with the tissue. Also, the device was not energized when the exposed cutting wire had fully exited the endoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.